Event description:
It was reported that the patient was away for a while and didn't recharge her neurostimulator. The neurostimulator could not be brought out of overdischarge and had to be replaced. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that symptoms related to the event were increased pain in the back and bilateral lower extremity. It was noted that the patient required hospitalization. The patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4): extension model 3708140, serial# (B)(4), implanted: 2008-(B)(6), explanted: na; extension model 3708140, serial# (B)(4), implanted: 2008-(B)(6), explanted: na; lead model 39565-30, serial# (B)(4), implanted: 2008-(B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).

Manufacturer narrative:
(B)(4).